Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error (se) 2367 alarm on the homechoice (hc) machine during use. The technical service representative (tsr) had the home patient (hp) cycle the power and check the alarm log to find a se 2240 (indicating air in the set). The patient was connected at the time of the alarm and the cause of the alarm was undetermined. The patient would start over with new supplies. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention reported. Baxter product surveillance spoke with the caregiver (cg) on (B)(4) 2011 who stated the issue was resolved, however, the cause of the alarm remained unknown. The cg said -the nurse had just lowered the home patient's (hp) fill/ drain volume. Then the alarmed occurred during use. The cg stated that they told the nurse about the alarm and she recommended that they use two 6l bags and it resolved the issue. The cg verified that there were no loose connections, disconnections or defects on the supplies. Per the cg, there was no injury or medical intervention as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.